Manufacturer narrative:
A distributing facility reported, "product too flimsy, falling off handle onto sterile field; risk of infection." Deroyal has requested return of the product and received it on 1/29/2024. A supplier corrective action request (scar) was issued to the light handle cover provider nelipak corporation. Deroyal reviewed work orders and found no discrepancies. Inventory was also inspected at deroyal and all were found to be correct and within specifications provided by nelipak. A complaint to sales ratio was conducted and found to be (B)(4) . Nelipak corporation reviewed their training, manufacturing, and inspection of devices and no problems were found. Nelipack also tested the returned unit and was tested and no issues were found. The fit test showed the affected unit was still within specification. Root cause: the problem could not be reproduced and therefore no root cause could be determined. Potential root causes: because dimension of the handle the cover was used on is unknown, it is possible that the end user could be using the incorrect light handle diameter. It is also possible that the light handle cover could have been placed incorrectly. Corrective and preventive actions: even though no specific root cause could be determined, nelipack created a corrective action plan. Nelipak increased visual inspection from 45 to 30 minute intervals, fit test was updated to continue reinforcing the inspection process, a quality alert was issued throughout their site to help bring more awareness to this defect, and nelipack confirmed with the customer that the current fit test remains effective. Deroyal will continue to monitor for any trends around this issue and item. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A distributing facility reported, "product too flimsy, falling off handle onto sterile field; risk of infection." Deroyal has requested return of the product. A supplier corrective action request (scar) has been issued to the light handle cover provider nelipak corporation. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A distributing facility reported, "product too flimsy, falling off handle onto sterile field; risk of infection"